Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several auto mode switching episodes lasting less than ten seconds due to t wave oversensing were observed on the cardiac resynchronization therapy pacemaker (crt-p). The patient had a non abbott his lead. Programming changes were recommended but not made. The patient was stable.